Event description:
It was reported that the user experienced fluctuating blood glucose readings that remained within range while using the ilet system, and review of device data indicated inaccurate meal announcements, with the usual meal size selection used less than 26 percent of the time. Symptoms included none. Outcomes included no clinical impact. Investigation included technical support review of uploaded data and guided troubleshooting with a factory reset and user education on accurate meal announcing. Investigation of this case revealed user technique related to incorrect meal size announcements as the likely cause. It was concluded that the device functioned as designed and that user understanding and behavior contributed to the event.